Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test and was not able to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump was squirting out of the insulin, and consistently it is requiring being rewind. Troubleshooting was performed. Advised the caller that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was reported.